Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient recently had a subcutaneous implantable cardioverter defibrillator (s-ICD) system implanted and the wound site was observed to be swollen and felt hot to the patient. Some blistering was also observed however this was thought to be due to a reaction to the tape that was used to close the wound. A hematoma was suspected so the patient was given antibiotics and no intervention will be performed. The s-ICD remains in service and there were no additional adverse patient effects reported. No infection was observed.